Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent minimum fill notifications. Reportedly, the customer would inject 300 units in the cartridge and blood glucose (bg) levels would go up to 300 mg/dl during each occurrence. At the time of the call, the customer filled the cartridge with 250 units. Customer's bg level was 136 mg/dl. A follow up call indicated that the minimum fill issue was resolved after "in-person troubleshooting" with clinical diabetes specialist. Additionally, it was reported that there was white material floating in the luer lock section of the tube. Tandem technical support (cts) advised the customer that the material is probably a very small piece of cartridge septum that was cut out by the syringe needle and drawn into the syringe. Cts advised the customer that if the cartridge septum material were to make it into the cartridge and then move out of the insulin reservoir, it would cause an occlusion and the pump would alarm; customer acknowledged.